Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The tooth with this broken part was extracted.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: involved products which broke during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1760628, #1760931, #1763768, #1760627, #1761739, #1764586, #1765158, #1764627, #1765624, #1764600 and #1763562). The two unused reciproc blue files r25 8/100 25mm 025 which were returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).